Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, platform failed the initial functional testing due to user advisory (ua) 27 (encoder fault (>3000 rpm)) error message. Encoder gearbox was replaced to remedy the fault. As part of routine service during testing, the platform was examined, and clutch plate, pdb (power distribution board) and platform software were updated to current revision. In addition, fan / bracket assembly was replaced and brake gap was cleaned and re-adjusted. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. The returned platform never had the preventive maintenance performed for 5 years. Following the service and repair, the autopulse underwent functional testing with a large mannequin fixture (equivalent to 250 pounds patient) for 30 minutes. The platform passed functional testing with no issue or faults observed.

Event description:
The autopulse platform ((B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial power up, displayed user advisory (ua) 27 (encoder fault (>3000 rpm)) error message on the user control panel.